Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the customer was exposed to a magnetic field with unk field intensity. Troubleshooting was performed, and the insulin pump failed the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.